Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. The conclusion of the investigation states: feedback received on 4.5mm drill bit. User did not have 5.0mm anchors, as recommended when using 4.5mm drill bit.

Event description:
It was reported in a procedure involving a 32-year-old male patient, a 4.5 drill bit was successfully used on the talus. However, when used on the fibula, the anchor pulled out due to softer bone in that area. A 4.25 drill was used to create a new hole in a different location, which worked great.

Event description:
It was reported in a procedure involving a 32-year-old male patient, a 4.5 drill bit was successfully used on the talus. However, when used on the fibula, the anchor pulled out due to softer bone in that area. A 4.25 drill was used to create a new hole in a different location, which worked great.

Manufacturer narrative:
Correction to h6 (results code and conclusion code) and d4 (catalog # and lot #).